Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). One (1) caresite luer access device was returned in connection with this complaint. The sample consisted of one used caresite (cavity 20b). The returned sample was tested per internal specification. Leakage was confirmed. Vertical cracks were noted in the threads on the female end of the luer. Although the reported defect was confirmed, a definite root cause could not be determined at this time. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the patient was receiving sodium bicarb primary infusion with ivpb of methotrexate 15.76 grams over 4 hours continuously. It was stated that the needless cap leaked while sodium bicarb infusing. The methotrexate backed up and spilled less than 5 ml onto blanket. Confirmed no exposure to nurse or patient. No injuries reported.